Manufacturer narrative:
See MFR: 3012307300-2017-02271 and 3012307300-2017-02273.

Event description:
It was reported that the patient's pump alarmed occlusion during use of a cleo® 90 infusion set. The alarm occurred during bolus delivery. Through troubleshooting, it was determined that the blockage was likely located at the site. The patient's blood glucose levels were 500 mg/dl at the time of the event. To address the high blood glucose levels, the patient administered a corrective bolus. The patient did not test for ketones. To resolve the occlusion issue, the patient was going to change out all supplies (cartridge, tubing, and site). No permanent injury was reported.